Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was no longer inflating. Surgical intervention was performed to replace the ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this at our quality assurance laboratory, the components underwent a thorough analysis. The pump was visually and microscopically inspected. No damages or abnormalities were found. The pump underwent functional testing and did not pass activation testing. The reservoir was also visually inspected. The reservoir tubing was worn to the filament. The cylinders underwent visual and microscopic inspection. The first cylinder had broken fabric threads, with a resultant leak, consistent with sharp instrument damage, in the proximal end of the cylinder. This cylinder also had a hole in the outer tube from tubing wear in the proximal end of the cylinder. This cylinder was detached from the outer tube at the proximal end of the cylinder, this damage was also consistent with sharp instrument damage. The second cylinder was also visually and microscopically inspected. It had a bulge in the proximal end of the cylinder when inflated with air from a syringe. Microscopic examination identified a hole in the outer tube from krt wear in the proximal end of the cylinder. This cylinder was detached from the outer tube and had detached fabric threads from the proximal end of the cylinder, also consistent with sharp instrument damage. Analsyis confirmed the reported clinical observations.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was no longer inflating. Surgical intervention was performed to replace the ipp. There were no patient complications reported.